Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, under sensing was noted on the right atrial (ra) lead. Upon interrogation, the lead was not sensing correctly. The lead was capped and replaced on (B)(6) 2020. The patient was stable.